Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive any therapy during the oversensing. Programming changes were discussed. No further information was available.

Event description:
New information received on march 25, 2019 indicates that the patient's implantable cardioverter defibrillator had exhibited further episodes of post-paced t-wave over-sensing. Programming changes were discussed. No further information was available.